Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00011. The pt's ((B)(6)) therapy system includes two percutaneous leads from different lots implanted occipital nerve stimulation (off-label). It was reported the pt experiences uncomfortable stimulation with slight head movement. A diagnostic test revealed no issues with respect to impedances. Surgical intervention will be undertaken at a later date to address this issue as it was confirmed the pt's leads are to superficial.